Manufacturer narrative:
On 06-dec-2024, mentor received additional information about the event: - it was previously reported that the patient was scheduled to undergo explantation on (B)(6) 2024. New information received states that the patient underwent explantation on (B)(6) 2024. The patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 255cc gel breast prostheses. - it was found that both breast prostheses were removed intact. The left breast prosthesis did not rupture as was diagnosed via MRI. Shell folds were observed on the explanted breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-jan-2025, the mentor failure analysis lab received the device for evaluation. On 09-jan-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information, the customer reported an intact implant but with shell folds. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior view. The parallel lines of shell wear found could have given the appearance of shell folds. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Avoid creating wrinkles or folds in the device during the implantation or other procedures (e.g., revision surgery). A typical practice is to run your finger around the implant before closing to ensure the implant is lying flat and has no folds or wrinkles. Submuscular placement of the device makes the inspection for wrinkles or folds more difficult. A second product was received (lot #6766096). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with a mentor memoryshape breast implant 395cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via a physical exam and via MRI. As a result, the patient is scheduled to undergo explantation on (B)(6)2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation date: (B)(6)2024 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).